Event description:
(B)(4). It was reported that myocardial infarction (mi) and death occurred. In (B)(6) 2012, the patient presented due to stable angina. Coronary angiography and index procedure were performed. The target lesion was a de novo lesion located in the mid portion of saphenous venous graft to mid right coronary artery (rca) with 90% stenosis and was 8 mm long with a reference vessel diameter of 3.0 mm. The lesion was treated with direct stent placement using a 3.0mmx12mm promus element¿ plus stent, resulting in 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient was transferred to the enrolling site from an outside facility for worsening respiratory distress. Patient's electrocardiogram (ECG ) showed atrial fibrillation with rapid ventricular response and possible anterior myocardial infarction, of indeterminate age and patient's troponin levels were noted to be elevated. The patient had also elevated blood sugars (of over 500), tachypnea and continuous fever of unknown origin workup (suspected to be because of pneumonia). The patient was then placed on 100% bilevel positive airway (bipap) due to breathing issues, pulmonary edema and he was also considered for intubation. Medical therapy was decided and no invasive interventions were performed. In (B)(6) 2015, comfort care measures were initiated. On the same day, the patient expired following removal of life support systems.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).